Event description:
I decided on having the essure implanted because I have 3 kids and feel that our family is complete. In (B)(6) 2012 I had the procedure. It was incredibly painful and the doctor was only able to implant 1 coil on my right tube, he said my left tube was not working. Due to the fact that he was unable to do both sides I then had to find a different form of birth control. A few months later I began showing symptoms which include depression, anxiety, heavy bleeding, cramps so bad I couldn't move, large blood clots, fatigue and skin issues such as rashes and boils. I had to have a hysterectomy to remove the coil. Upon removal the doctor noted that the essure coil was not in my tube, it was completely embedded in my uterus. This device has caused me so much pain and costly medical bills. I am only (B)(6) and now have no reproductive organs. I feel this device should not be on the market whatsoever!